Event description:
Healthcare professional reported right-side ¿device rupture." Device has been removed and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: e3, d.9., h.3., h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on radius assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: crease fold observed on the device.

Event description:
Healthcare professional reported, right-side "device rupture". Device has been removed and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported event of rupture reviewed on (B)(6) 2023. Visual analysis of the photographs identified: rupture: observed an opening the device, but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed two devices, one device appears to be intact, and the other device has an opening, non-labeled for side explanted. It is not possible to determine, the lot number or catalog through the photos provided.